Event description:
It was reported the patient went to their healthcare provider and stated their device had never worked. It was stated they could turn it up and the patient didn¿t feel anything. It was noted the patient¿s doctor switched to ¿lead 3 and 1/4¿ and it worked there then later on that night the patient stated they couldn¿t feel it anymore. Reportedly, the patient was peeing all over themselves and they needed someone to check the device. It was stated these problems had been going on for years since implant. It was noted when the patient doesn¿t feel stimulation they have verified stimulation was on and they have and it was on. The patient had also tried adjustments and every day they had these problems. The patient increased to 5 volts and felt nothing.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0bm8j, implanted: (B)(6) 2013, product type: lead. (B)(4).